Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right colon resection, while resecting the colon, the black pusher thumb piece did not move at all and device did not fire. Changed the stapler to complete the procedure. There was no patient injury.